Event description:
It was reported to philips that the device failed to start due to ssd issue; replaced ssd resolved the problem on a azurion 7 b12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ssd os haswell and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).